Event description:
Received micro coring procedure with FDA cleared device, ellacor. Website and marketing materials list ellacor as a scarless procedure. However, I am left with grid marks of scars in the shape of the device head.